Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The patient underwent a revision surgery due to conversion from an anatomic to a reverse shoulder configuration, during which a greater tuberosity fracture occurred. The surgeon planned a two-staged revision: the first stage involved removing all implants and placing a reverse glenoid; the second stage included replacing the glenoid sphere and implanting the humeral stem.